Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: sc.400.019.01s, lot: 191216019, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 05 february 2020, expiration date: 30 september 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a retromastoid craniotomy with synthecel implanted for dura repair. Patient had a reaction to the synthecel one (1) month post-op. Patient experienced chemical meningitis. Patient also had stryker direct inject cement used. There is no further information available. This report is for one (1) synthecel dura repr 2.5cmx7.5cm(1"x3")-s. This is report 1 of 1 for (B)(4).